Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the pt underwent endovascular repair of a descending thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. The procedure ended without complications. The preoperative aneurysm diameter measured 65mm. On (B)(6) 2010, one-month follow-up computed tomography scan showed a distal type 1 endoleak. The aneurysm diameter measured 65mm. On (B)(6) 2010, the pt was transferred to the hospital with a ruptured thoracic aneurysm and underwent an open surgery to receive a vascular graft replacement of the ruptured thoracic aorta. The pt tolerated the procedure.